Event description:
Edwards received notification from australia that this patient with a 7300tfx27 valve implanted in mitral position underwent re-intervention for a valve-in-valve procedure after an implant duration of five (5) years and five (5) months due to severe stenosis. As reported, the patient was admitted to hospital prior to case with heart failure symptoms including dyspnea, fatigue and syncope. A 29mm transcatheter heart valve was successfully implanted within the edwards surgical valve in replacement. The patient was noted as to be in stable condition. The patient was 71-y-o at the time of implant.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia and coronary artery disease.